Manufacturer narrative:
Continuation of d10: product ID 977c165; serial# (B)(6); implanted: (B)(6) 2025; explanted: (B)(6) 2025, product type- lead. H3: analysis revealed no significant anomalies on the lead (va30rbb041). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there was no physical damage to the lead.

Manufacturer narrative:
D10: section d references the main component of the system. Other medical products in use during the event include: brand name specify: surescan; product ID: 977c165 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025; explant date: (B)(6) 2025. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead had 8 outages do not use and poor lead connections multiple times. Tested lead with an external wens which also gave the same do not use errors. Physician asked for a new paddle lead. New paddle was placed without any errors. Lead fracture/damage/broken was reported. Cause is not known. Lead removed after defective connection/impedances and replaced with new lead which had no errors.